Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. Unable to verify unresponsive button due to blank display. Unit had scratched display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 163 mg/dl. Troubleshooting was not complete due to blank display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.